Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion revision surgical procedure due to spinal stenosis. It was reported that the tip of the driver broke off while removing a screw. No fragment remained inside patient. No patient complications were reported.